Manufacturer narrative:
Pentax medical emea performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 07-may-2025. The customer reported deformation in multiple balloons; however, only two deformed balloons were officially reported. All observed deformations occurred inside the patient. No deformation was reported during pre-use preparation of the endoscope. The balloon that was used to complete the procedure did not show any deformation. Two of the three balloons reportedly ruptured, and one balloon remained intact and was successfully used to complete the procedure. Both ruptures occurred while the balloons were inside the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2025-00051_oe-a61_lot number unknown_balloon eith defect. Oe-a61_lot number unknown_balloon eith defect.

Event description:
On 02-may-2025, pentax medical became aware of an event involving a pentax medical video ultrasound endoscope balloon model oe-a61, lot number 1011123 in france within the emea region. During an ultrasound endoscopy procedure, when saline was injected into the balloon, the balloon expanded abnormally and ruptured. A total of three balloons were used for the same patient. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report - updated. G6: follow-up #: 2. H2: if follow-up, what type? - updated. H6: codes updated - type of investigation, investigation findings, investigation conclusions. H11: evaluation summary. H11: updated investigation results. H11: updated root cause information. H11: updated manufacturing process control information. H11: updated health risk assessment information. Evaluation summary: this follow-up report is being submitted because additional investigation information became available after the previous follow-up report was submitted. The reported event occurred when the balloon burst during inflation by injecting saline using the endoscope's balloon-water-injection function. As previously reported, a device history record (DHR) review was performed by the manufacturer, and no deviation, nonconformance, rework, or concession were identified. A potential root cause was previously submitted as improper storage conditions, which may have caused or contributed to the balloons losing elasticity and developing cracks. While storage conditions may affect the performance of the balloons, another possible root cause has been identified based on additional manufacturing investigations. The investigations identified the possible formation of a thin-film area during the balloon manufacturing process, specifically the rubber molding process. Based on the additional investigation, a potential root cause of this failure was identified as the formation of a thin-film area during the balloon manufacturing process, specifically the rubber molding process. Additional analysis indicated that when an air bubble becomes trapped in an area where the balloon film thickness is thin during the rubber molding process, the local wall thickness may be further reduced. As a result, the affected area may become highly susceptible to breakage during balloon inflation. Internal testing confirmed that balloon rupture does not create small fragments and that any pieces can be retrieved with biopsy forceps. Based on the health risk assessment, even if a balloon rupture were to occur inside the body, the fragments would normally be excreted naturally. Therefore, no additional safety concern requiring post-market action was identified. The risk level was assessed as insignificant, and no post-market action is required. Manufacturing process controls have been improved to reduce recurrence of this failure mode. The improvements include controlling the withdrawal speed of the mold to prevent air from being trapped on the balloon surface, stabilizing film thickness formation throughout the molding process, and reducing pinhole formation by improving uniformity and minimizing thin-film regions. Based on the health risk assessment and the available post-market information, no field corrective action was determined to be necessary. The effectiveness of the implemented manufacturing process controls will continue to be monitored through post-corrective-action trend analysis. Pentax medical has not received any further information indicating additional patient harm related to this event. This medwatch report is being updated with the additional investigation results and manufacturing process control information. 9610877-2025-00051_oe-a61_lot number 1011123_balloon eith defect_fu2 9610877-2025-00052_oe-a61_lot number 1011123_balloon eith defect_fu2

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d2: expiration date. D4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: during an ultrasound endoscopy procedure, when saline was injected into the balloon, the balloon expanded abnormally and ruptured. Based on the investigation, a potential root cause of this failure is the formation of a thin film portion during the balloon manufacturing process (rubber molding process). When the balloon was inflated, the expansion load was concentrated on the thin film portion, causing the balloon shape to become malformation, eventually leading to its rupture. Further investigation into the cause will be conducted based on a supplier nonconformance report (sncr) issued to the OEM manufacturer (fuji latex). Based on the trend analysis, there has been no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The review confirmed that the instrument was manufactured under normal conditions on 26-oct-2023, passed all required inspections, and was released accordingly. There were no reworks or concessions, and the approval for shipment and actual shipment were both confirmed on 30-nov-2023. Pentax medical has not received any further information regarding this event and therefore considers this medwatch report closed. 9610877-2025-00051_oe-a61_lot number 1011123_balloon eith defect_fu1. 9610877-2025-00052_oe-a61_lot number 1011123_balloon eith defect_fu1.